Event description:
Capture and sensing anomalies were observed due to dislodgment. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.